Event description:
A caller reported that the pump's wake button was difficult to press, requiring multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. No additional information was provided.